Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally it was reported that the pump's alarm sound was not annunciating. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Customer¿s blood glucose value was 300s mg/dl.